Event description:
Patient arrived from pacu after having a low anterior resection w/ colostomy placement. Patient complaining of pain and urge to go to the bathroom despite a foley catheter being in place. When rn assessing catheter, found patient to be sitting in urine and leaking around the catheter. Rn called pcc for recommendations on what to do to troubleshoot the issue. Instructed to attempt deflating balloon and advancing catheter and to re-anchor and bladder scan. Rn deflated balloon, which had 10 cc of saline, advance catheter, and re-anchored. She noted that patient was still leaking around the catheter. Rn called pcc to bedside to assist. When rn bladder scanning patient, writer (pcc) pulled slowly on catheter to check placement and that it was properly anchored. While doing so, noted that patient continued to leak at catheter site. When pulled back far enough, it was found that there was a "slit" or "cut" in the catheter about 1/2 way up the catheter. Np was notified and instructed to discontinue the foley catheter and attempt voiding trials as this time.